Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin squirted when priming. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump rejected new batteries and the battery casing was hard to open. The insulin pump had unexplained random no delivery alarms. The insulin pump had a grinding noise during rewind and took longer for rewind. The customer reported that the alarm was not as loud and the backlight was not as bright. The device will not be returned for analysis.